Event description:
It was reported that during a urinary organ procedure, scissoring occurred from the second firing and it happened after the third clipping. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.